Event description:
It was reported that patients primary implants were loose and causing pain - implants were removed and zimmer zmr was placed in- no other info will be given patient confidentiality.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but has not been made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an omnifit stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported loosening determined due to the minimal information received.

Event description:
It was reported that patients primary implants were loose and causing pain - implants were removed and zimmer zmr was placed in- no other info will be given patient confidentiality.